Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on november 20, 2018: customer reports failure to alarm for vtach at telemetry central station. This issue was noticed after analysis in clinical access.

Manufacturer narrative:
Spacelabs has investigated this matter. The investigation consisted of monitoring database records from the date in question as well as alarms, saved events and numeric trends. Investigative findings show that the patient involved in this complaint was experiencing an intrinsic heart rhythm, alternating with a 100% ventricular-paced rhythm. During the event in question, the patient had a run of 20 ventricular beats during a period of ventricular pacing. The rhythm was classified as psvt rather than vtach because the qrs complexes were similar to the previously established dominant morphology. No injury occurred as a result of this missed rhythm. The xhibit central station with telemetry operations manual addresses the known risk in patient monitoring systems in a warning that reads: ¿no computerized interpretation of patient data can correctly detect and classify a medical condition 100% of the time. Use sound clinical judgment when monitoring your patients.¿ spacelabs field service engineer (fse) has conducted testing of the system and has verified that it is working as expected. This report is complete and this particular issue is considered closed.